Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. It is unclear how much insulin was in the cartridge, but the customer added more insulin and received the same message. The customer was not using the provided syringe to fill the cartridge. There was no reported impact to the customer's blood glucose level.